Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip of the bone retractor forceps broke off during reduction."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the clamp had one of its tips broken. In general, the clamp is in extremely used condition, the surface is slightly discolored from often reprocessing. Gripping teeth of the clamp shows wear and dent marks which indicate that an excess force acted upon the forceps most probably due to which the breakage happened. Broken surface is smooth and does not show any plastic deformation which indicates a typical brittle failure under high bending load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related. The failure was caused by excessive bending load application intraoperatively leading to breakage of clamp. If more information is provided, the case will be reassessed.

Event description:
As reported: "the tip of the bone retractor forceps broke off during reduction."